Manufacturer narrative:
Complained product will not be not available.

Event description:
Heads broke...pin came out - oral-b [device breakage]. Case narrative: consumer via ratings and reviews stated that the oral-b toothbrush heads broke and the pin came out. No injury was reported.